Manufacturer narrative:
Findings: unit received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture noted at electronic or motor assemblies per visual inspection. Unable to prime unit during prime test due to faulty sensor resistor. Unit passed self test error test. No unexpected a21 alarms were noted. Unit received with cracked case at lcd window corners. Unit received with missing end cap sticker.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 22.4 mmol/l at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the numbers started scrolling on the screen without the users input. The customer sent the product back for analysis.